Event description:
The new cord has a crack or fray near the plug. There was no patient contact, no patient injury, and no delay in surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 11/23/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿cord has crack or fray in it near plug¿ was verified and duplicated. The DHR review could not be completed for (B)(4) cable since neither the serial nor the lot number were provided. A minimum of 12 month review of (B)(4) cables customer complaints was completed in trackwise® using the following key words ¿defective cable¿ and a root cause ¿poor maintenance¿ in the search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. A total of 2 complaints were reviewed of which the complaint incident is the only complaint that met the search criteria. The analysis of the complaint investigations and root cause reports has concluded this is the 1st identified complaint for the reported failure associated with the (B)(4) cable with the root cause determined as poor maintenance. No trend has been identified. No further actions are deemed necessary. Conclusion: the failure analysis investigation has concluded the cause of the damaged cord was due to misuse which is consistent with the poor maintenance of the cable by the user